Manufacturer narrative:
The technician found that the cam pivot was broken and the foot brake caster was not engaging. He replaced the cam pivot and the foot brake caster and brakes functioned properly.

Event description:
Information rec'd indicates when the brakes were engaged, the foot end brake caster did not hold.